Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 09/13/2025, it was reported that the patient experienced feeling unwell, lethargic, and had polyuria and a dry mouth. The patient was brought to the hospital by her mother. When a fingerstick was taken the cgm reading was 7.5 mmol/l, and the blood glucose reading was 38.6 mmol/l. The patient was treated with insulin per injection, intravenous liquid, ¿medication against feeling unwell¿, and a kalium supplement. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: primary UDI number - correction. H2: type of follow up: correction. H6 codes: investigation findings - correction.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, it was reported that the patient experienced feeling unwell, lethargic, and had polyuria and a dry mouth. The patient was brought to the hospital by her mother. When a fingerstick was taken the cgm reading was 7.5 mmol/l, and the blood glucose reading was 38.6 mmol/l. The patient was treated with insulin per injection, intravenous liquid, ¿medication against feeling unwell¿, and a kalium supplement. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.